Manufacturer narrative:
Motor alarm occurred during basic occlusion test due to faulty fsr (gold). No a52alarm during testing. Motor passed motor test. Displacement test functioning properly. Pump passed a21 error test. No unexpected pump reset during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd display window, and scratches on the reservoir tube window.

Event description:
It was reported that the insulin pump reset somehow and the fill tubing will not allow to press any buttons. Customer also mentioned that the insulin pump went back to rewind loop and they were unable to get past the fill tubing. Customer also mentioned receiving error alarms and stated that they have had xrays done recently. Customer's blood glucose reading at the time of the call was 6.4 mmol/l. No further information reported.